Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 98 mg/dl and 55 mg/dl back to back within 10 minutes on the aviva system. Reporter stated he was treated with a glucose tab. No other actions were reported taken or treatment received. No adverse event reported. Reporter stated that he was storing the strips in the refrigerator. A request was made for the return of the affected product.

Event description:
During device evaluation, the baxter service technician reported a colleague infusion pump which expereinced failure code 810:11. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.